Manufacturer narrative:
The returned phaco tips showed signs of coming into contact with another device while ultrasonic energy was being delivered. Without a sample of the debris that was reported to have adhered to the patients posterior capsule it is not possible to determine if it came from the phaco tip.

Event description:
The company distributor reported that the surgeon experienced debris in the patient's eye during phacoemulsification. Some debris adhered to the posterior capsule however, there was no reported impact to the patient and the procedure was completed as planned.